Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported: "during a surgery eeg & sedline values were compatible with a deep anesthesia instead of a psi>80. Changing device and sensor the situation was the same". No consequences or impact to patient were reported.

Manufacturer narrative:
The returned sedline module was evaluated. During evaluation, the sedline module passed all visual and functional testing. The module was found to visually and audibly alarm during alarm conditions. The module was determined to be functioning as designed.